Event description:
The report stated that during a laparoscopic nephrectomy, the device was not sealing but got an end tone which is an indication that the seal is complete. They could see that the seal had not occurred so, they got another instrument and completed procedure.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.